Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plus thoracic stent-graft system. The relay nbs plus thoracic stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay nbs plus thoracic stent-graft system related event occurred in china.

Event description:
"On (B)(6) 2019, patient (B)(6), 79 years old, received femoral artery puncture, partly cut open the femoral artery. But the surgeon had difficulty in pushing the external sheath into the iliac artery, took quite a long time than average to pass through the iliac artery. Considering the age and physical condition of the patient, the surgeon had no choice but gave up the procedure, forcing the stent to be scrapped." Patient outcome: "endovascular repair failed and the patient was not injured."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plus thoracic stent-graft system. The relay nbs plus thoracic stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)). The relay nbs plus thoracic stent-graft system related event occurred in (B)(6).

Event description:
"On (B)(6) 2019, patient (B)(6), received femoral artery puncture, partly cut open the femoral artery. But the surgeon had difficulty in pushing the external sheath into the iliac artery, took quite a long time than average to pass through the iliac artery. Considering the age and physical condition of the patient, the surgeon had no choice but gave up the procedure, forcing the stent to be scrapped". Patient outcome: "endovascular repair failed and the patient was not injured".